Event description:
It was reported that during a tonsil surgery, the wires fall off and the device does not work properly. Back-up device was available to complete the surgery. Customer confirmed that the device got broken inside the patient 's anatomy all the pieces were removed, no excess of tissue removed. No patient injuries or significant delay were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and return electrode. One electrode is melted. The insulation on the shaft is in good condition and not compromised. There were no manufacturing abnormalities found on the returned device. During functional evaluation in the lab, the returned device was activated in saline solution using a known good coblator2 controller. The device was tested at coblate/coagulate mode in standard and maximum settings. Plasma was generated on the remaining electrodes as specified. The suction tube was tested and performed as intended. The saline line was tested with a syringe and performed as specified. The complaint was verified and the root cause can be determined as expected wear / tear. Other factors that can contribute the reported issue includes: (1) the default settings were not used (2) the saline flow was too low. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.